Event description:
Customer reported that a pump alarm occurred during the loading process. There was no reported adverse impact to the customer's blood glucose level. Technical support was not able to resolve the issue as a new cartridge could not be successfully loaded; therefore, support arranged for the pump to be replaced and provided instructions for putting the pump into storage mode for return. Customer will use multiple daily injections as backup therapy and has been instructed to return the problematic pump to the distributor with a pre-paid label.